Event description:
In 2002, the user facilities supply tech informed the manufacturer's representative of the following: physician implanting device could not get it to work. Told nurses to send device back, it was defective. Implanted another device.